Event description:
Additional information received reported that ¿for the last two days¿ (night of (B)(6) 2015) and the patient was experiencing return of patient symptoms, withdrawal/withdrawal symptoms, and increased pain. The patient was in the hospital. The patient stated that this had been an intermittent problem with ¿reoccurring symptoms.¿ the patient stated she could be fine for a while then it would come back and it occurred around the refill times. The patient stated that even though her body was ¿going through all of these symptoms,¿ when the healthcare professional (hcp) interrogated the pump it didn¿t indicate that there was a problem, and the patient¿s blood and urine were ¿fine.¿ the patient noted that the dose and concentration has increased. The patient mentioned she was talking with a new hcp and ¿might start seeing him instead.¿

Manufacturer narrative:
Product ID 8711, lot# j10849r38, implanted: 2001 (B)(6) product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was not getting medicine delivered through the system, stating that once the drug was refilled she had issues with it running out or not working. The problems with the device had been happening ¿for the past six months/since early (B)(6) 2014.¿ a change in therapy effect was reported. The patient had ongoing issues with experiencing intermittent withdrawal that was now happening more frequently. The patient stated that initially the symptoms only lasted six hours but now it was happening longer and it happened ¿three times in one week,¿ the longest episode lasted twenty four hours. The most recent occurrence of withdrawal was (B)(6) 2015. The patient noted that she initially thought the reaction was related to bolus because she had the reaction after a bolus, but she has since discovered it was not correlated because the event happened at other times as well. The patient was currently in the hospital again for it. The healthcare professional (hcp) interrogated the pump and confirmed there were no alarms and indicated the pump was fine; the personal therapy manager (ptm) had not given any warning screens. There had been no volume discrepancies to the patient¿s knowledge. The patient expressed a desire to get a new device system.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on 2014 (B)(6) at about 3 am, a patient used the personal therapy manager (ptm) to get a bolus and ¿after a little while¿ the patient woke up and started having ¿symptoms and thought she was having withdrawal symptoms.¿ the patient noted that the symptoms were the same as she had a year ago: the patient started feeling cold, having chills, could not get warm. The patient also had diarrhea, nausea, stomach cramps, vomiting, repetitive yawning and sneezing, frequent urination ¿like every hour,¿ sleeplessness, restlessness, and anxiety. The symptoms got progressively worse. The patient lay down on her recliner, got warm and comfortable and fell asleep for a few hours. When she woke up she seemed to be ok. She waited for a couple of days before she used her ptm again. On 2014 (B)(6), the same time, about 2 am the patient woke up and was hurting pretty bad, her shoulder was bothering her and she could not sleep and she gave herself a bolus. After a few hours the same symptoms started; this time they did not go away but progressively got worse. The patient stated that they got to the point that she was having muscle spasms down her left leg, and it would cause her left leg shake uncontrollably. They seemed to be the same symptoms she had before and the patient thought there was something wrong with her pump. The patient went to the emergency room (ER) 2014 (B)(6) where they did not know much about pumps and did not think about calling the manufacturer. The ER gave the patient a shot of dilaudid and ¿it did calm everything down.¿ on the same date the patient then went to another ER where her pain management doctors were, and they admitted her into the hospital until 2014 (B)(6). They started giving her dilaudid by IV (intravenous) ¿regularly;¿ ¿they let her have it like every 3 hours if she asked for it.¿ the patient stated ¿it was really weird because, after a little while the symptoms would start coming back.¿ the patient stated that after that wore off, symptoms started coming back again, to the point of the patient ¿having like convulsion thing where her body would twitch like crazy.¿ they ¿finally¿ gave her more dilaudid and that calmed everything down and from there ¿stayed pretty regular.¿ the patient mentioned that ¿for some reason the internal medicine hcp prescribed tramadol by mouth, 100 mg twice a day and the patient started taking it along with the IV and started feeling overmedicated so she quit asking for dilaudid by IV. The patient continued getting tramadol by mouth and that seemed to be keeping things calm. During her hospitalization the managing hcp came and interrogated the pump. The hcp did not find anything wrong with the pump and the patient did not hear any alarms. They did a CT (computed tomography) scan on the catheter and there was no evidence of granuloma. The patient did not see the scan herself. They could not find any problems and the patient was sent home and was not prescribed any medication. The patient woke up at 3-4 am on 2014 (B)(6) and was having symptoms again and went back to the ER, but they could not find a reason to admit her. The patient was afraid her symptoms would get worse. The patient wanted to know what could be wrong with her pump and if she should go to the ER, and was redirected to the hcp. The patient noted she was ¿foggy¿ when she spoke with the hcp on the day of this report. When the patient left the ER they gave her a shot of dilaudid and ¿a couple of tramadol¿ and got her calmed down and sent her home with tramadol and flexeril. The patient stated she did not take the flexeril because she ¿was afraid she got overmedicated easy.¿ the patient took the tramadol prescription as prescribed, but started feeling some ¿other symptoms not exactly like before¿ including ¿jitteriness inside¿ her heart was racing a little bit or ¿skipping or fluttering or something.¿ the patient stated she realized the hospital gave her 200 mg/day and the ER prescribed twice as much, so she cut herself back. The patient stated, she seemed to be doing ¿ok¿ but ¿every once in a while she would start feeling symptoms where she would ¿get chills and thought maybe it was too much medication,¿ so she quit taking it and everything seemed to be ok. The patient had an appointment to have the pump refilled 2015 (B)(6) and there was ¿some discrepancy there in the date.¿ the hcp had told her not to fill the pump until 2015 (B)(6) but the pump interrogation said the pump needed to be refilled ¿on (B)(6), really early, a month difference.¿ the patient noted her pain level was ¿about 4¿ and that pain level had been maintaining and got worse later on the day which she addressed with ibuprofen. The hcp refilled the pump and he had a hard time confirming he was in the reservoir because, he could not get very much out of the reservoir. The hcp said he ¿maybe got 1.5 cc back¿ and stated ¿you are right, it is pretty empty.¿ the patient noted the catheter was the same for 13 years. On 2015 (B)(6), the patient was in the hospital a third time with withdrawal symptoms and the hcp could not determine any problem with the pump and ¿did not know what to do.¿ the hcp reportedly stated that with the results of the CT and pump interrogation not showing any problems with the pump they were ¿willing to rule out problem is something else.¿ the patient stated that she was not sure what was happening, but that the issues were recurrent and ongoing. The pump was used to infuse dilaudid (hydromorphone). No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.